Manufacturer narrative:
The insulin pump was received with high idle current due to corrosion on the electronics. The insulin pump has minor scratched display window.

Event description:
Customer reported the battery life on her insulin pump is only lasting about twelve hours per battery. She has tried four different batteries but the issue persists. Customer's blood glucose is 78 mg/dl. In troubleshooting, the battery indicator does not show less than two bars. Customer's last battery did not last longer than one week. She did receive a weak battery alert. Customer was sent a new battery cap, but it did not resolve the issue. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).